Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and inoperable. Reportedly, the customer was not sure how it became cracked. However, the customer stated that they were mowing earlier and may have hit the pump screen on the mower. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.